Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found the alarm powers on but does not sound when it should using a known working test sensor. The 9v battery cover is damaged and the red battery wire insulation is damaged, wires are exposed but still connected. (B)(4).

Event description:
The customer reported the alarm will not sound when weight is removed from the sensor. The customer replaced the batteries with new ones and tried the alarm with a new sensor, the results remain the same. This was during set-up so there was no pt contact.